Event description:
It was reported that the ventilator displayed a low oxygen (o2) alarm during patient use. The patient was removed from the ventilator and placed on another ventilator without any reported harm or injury. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: the technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer was instructed to call back if the recommended part or test did not correct the reported failure.